Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery cap is difficult to remove and the insulin pump had a blank screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer removed the cap but that the battery threads are stripped. Customer was advised that the device would be replaced. The insulin pump will be returned for analysis.